Event description:
The set was received as an unexpected return with a note stating that the extension tubing had split during a CT scan procedure. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the extension tubing split was confirmed based on a photo of the returned set. Functional testing was not performed as the sample was labeled as hiv contaminated and was discarded to eliminate the risk of exposure. The root cause of the customer¿s report could not be identified.

Event description:
The set was received as an unexpected return with a note stating that the extension tubing had split during a CT scan procedure. There was no report of patient harm.